Event description:
An issue was reported involving the speaker and vibrate function of the customer's insulin pump, which was not audible even after setting adjustments. There was no adverse impact to the customer¿s blood glucose level. The pump's sound alert feature did not work, and customer support decided to replace the pump. The customer was sent a new pump with updated software and received instructions on handling and returning the old pump. The backup therapy advised was multiple daily injections (mdi) to ensure continuous insulin delivery.